Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the surgeon sealed and cut tissue during a laparoscopic sigmoid colectomy, the jaws remained closed, difficult/impossible to open and the blade did not retract when applied to fatty tissue. The knife blade was extended but did not protrude beyond the edge of the jaw. The device was not stuck on tissue and cleaned when there was excess eschar build up. A new device needed to be opened and used successfully with the same generator. The surgical time was extended for another 10 minutes. There was no patient injury.